Event description:
Four mini implants were implanted. Immediately loaded for over-denture. This report is for tooth location #25. On day 18, removed with torque wrench. Failure to osseointegrate. During the issues with the other implants, #27 remained stable with on pain. At 2 month f/u, pt stated he ahd some discomfort a week ago but it went away. Implant was loose and was removed with fingers.